Event description:
Additional info received indicated that the neurostimulator on the pt's right side had the power-on-reset (por) condition. The device on the left side was noted as working fine. There was no accident or incident specifically related to this event. The pt was seen on (B)(6), 2010 and the device on the right side was interrogated and was at por status. The por was cleared and the device was reprogrammed to 2 programs (program 1: 4.9 volts, 210 pw, 14 hzm, c+, 1-; program 2: 3.8 volts 210 pw, 14 hzm, c+, 0, 1+). The pt went home and did not touch the pt programmer until early last week when he had a return of symptoms. When he tried to use the programmer, he got no response. The company rep reported that the device battery status was okay and estimated to last one year. It was noted that the pt had a bone scan and EKG prior to the por message being seen. The pt was reported in fair condition. Additional info was requested.

Manufacturer narrative:
(B)(4).